Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm at initial implant. An endurant aui and an endurant limb were implanted approximately 129 months after the initial implant. Currently, the patient's aorta at renal artery is 32 in diameter. It was reported the patient got a groin infection from the endurant aui and endurant limb placement surgery, which subsequently caused the fem-fem bypass to thrombose. The main body of the aneurx stent graft, endurant limb, endurant aui, and the aneurx right limb stent graft were occluded due to no outflow channel. An axiliary-bi-femoral bypass was done to fix the issue. During patient's follow up cta, there appeared to be a persistent proximal type I endoleak. No device migration occurred. Physician attempted the coiling approximately two weeks after the follow up cta scan was done but was unsuccessful. Per the physician, the cause of proximal type I endoleak was suspected to be from disease progression and previously attempted inferior mesenteric artery (ima) embolization. No other treatment is planned at this time. The groin infection was resolved. No clinical sequelae were reported and the patient is fine.